Manufacturer narrative:
Product event: (B)(4).

Event description:
Towards the end of a ten hour plastics case the coating on the plasmablade device tip wore off resulting in higher tissue effect. The surgeon reported no tissue damage and nothing came off device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.